Event description:
It was reported that the programmer had a slow boot time. Follow-up determined that the programmer functioned fine once it did boot up. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a long boot time and therefore the hard drive was reconfigured and the software reloaded to resolve. Analysis also found that the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated, and that the keyboard and the power cable were pulling apart. The keyboard was replaced and the power cable scrapped. (B)(4).